Event description:
It was reported that the port was implanted in 2002 for chemotherapy. Three months later, a problem was suspected and it was determined that the catheter had separated or detached from the port and was in the pt's internal jugular vein. The entire system was removed via a surgical procedure. There were no reported complications.